Event description:
A malfunction alarm occurred with the pump, identified with malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent under warranty and advised the customer to use multiple daily injections as a backup therapy. Instructions were provided for putting the pump into storage mode, and the customer acknowledged the requirement to return the faulty pump using a prepaid label within ten days.